Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed ito h, tanino h, yamanaka y, nakamura t, minami a, matsuno t. Cemented calcar replacement femoral component in revision hybrid total hip arthroplasty. J arthroplasty. 2011 feb;26(2):236-43. Doi: 10.1016/j.arth.2010.02.014. Epub 2010 apr 9. Pmid: 20381995. Objective and methods: the purpose of this study is to examine the long-term efficacy of a competitor hybrid tha implanted at a revision surgery between january 1989 and august 2001. Of the 166 revision surgeries, 15 of the stems revised were charnley cemented bipolar stems. The remaining revisions were of competitor products. The cement used with the charnley stem and the cup/ liner utilized in the hybrid tha are unknown. The authors do not provide the indications for revision by manufacturer. This complaint will capture the possible reasons for revision for the charnley stems. The actual number of patient harms associated with the charnley stem are unknown and will be captured with a quantity of 1. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: charnley bipolar femoral stem adverse event(s) and provided interventions associated with depuy devices: patient specific results: 15 charnley stems were revised. All cause reasons for revision (including competitor stems): infection, stem loosening, stem fracture, and periprosthetic femoral fracture.